Manufacturer narrative:
H3, h6: the device intended to be used in treatment has not been returned for evaluation and with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. A probable root cause; if the product has been stored at a high temperature, or product failure. No batch lot number has been provided therefore a document review could not be performed. The complaint history found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when the opsite flexifix gentle 5cm x 5m roll was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film, so it could not be used. A backup was available. No delay was reported.